Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure for defective pixel on the camera was not confirmed. However, the reported failure for damaged outer sheath was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device (r-unit) had kink and therefore the parts were not dis-reassemable, the outer tube had dent and therefore had sharp edges based on the results of the investigation, it is likely the following led to the malfunction: outer sheath was damaged due to the cut of video cable section protector. The most probable cause was traced to component failure. However, a root cause for defective pixel on the camera could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope had defective pixel on the camera and damaged outer sheath. There were no reports of patient harm.